Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the revel ventilator received a series of error codes while ventilating on a patient. The paramedics attempted to correct the initial error codes and then patient circuit alarm went off. However, they were not able to find fault with the patient circuit. After they cleared the error codes the unit alarmed ventilator inoperable. The patient was immediately removed from the ventilator and manual ventilation was continued with a bag valve mask. At this time, there is no information regarding patient harm associated with the reported event.